Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was initially reported that the patient their implantable neurostimulator (ins) explanted because it was causing them discomfort when they tried to sit or put on a belt. Follow up information then clarified that the patient¿s device system had not been used ¿for a long time¿ as they were not satisfied with the pain relief from the therapy. The ins was in an overdischarge (od) condition for ¿many months¿ as the patient stopped recharging it since they were not using the therapy and it was confirmed that the ins was removed since it was uncomfortable for them. No device system malfunctions were noted intra-operatively but it was reported that the lead and extension components were capped and remain in place so that they could be reattached to a new ins if the patient wanted to have a new device. The patient was reported as ¿doing good¿ at the time of report. If additional information is received, a follow-up report will be sent.